Event description:
Medics were monitoring a pt (age and gender unk) during an in-house transport and the unit lost power. The unit's monitor screen only displayed a "bright green dot" in the lower left hand corner of the screen. The staff display did not reappear. There was not adverse effect on the pt.